Manufacturer narrative:
No patient adverse effects was reported. The procedure was completed using an additional lobo-5 device, without further incident. The physician reported that the vessel may have been measured incorrectly, and that use of a lobo-7 device may have been more appropriate for the procedure. In addition, the landing zone was reported to be highly tortuous, which may have exacerbated the sizing issue and contributed to the reported migration. The lobo-5 device remains implanted in the patient; therefore, the device was not returned and an evaluation cannot be conducted. A DHR review of the lot number associated with the device revealed that there were no deviations in the manufacturing process and that the device was released within specifications and acceptable parameters.

Event description:
It was reported that during a procedure to treat a splenic bleed, a physician implanted a lobo vascular occlusion system device (model lobo-5). The device migrated approximately 1 cm from the initial deployment location. The physician reported that the vessel may have been measured incorrectly, and that use of a lobo-7 device may have been more appropriate for the procedure. In addition, the landing zone was reported to be highly tortuous, which may have exacerbated the sizing issue and contributed to the reported migration. The device subsequently settled in place and did not migrate further; however, it was reported that the device did not achieve complete occlusion. A second lobo vascular occlusion system device (model lobo-5) was implanted proximal to the first device, after which the vessel was successfully occluded without further incident.